Manufacturer narrative:
This supplemental report was created to update b5 and h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. This s-ICD was explanted. Additional information indicated that the patient had staphylococcus aureus infection.

Manufacturer narrative:
This supplemental report was created to report the correct aware date was on 17th of july 2024.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. This s-ICD was explanted. Additional information indicated that the patient had staphylococcus aureus infection.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. This s-ICD was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. This s-ICD was explanted. Additional information indicated that the patient had staphylococcus aureus infection.

Manufacturer narrative:
This supplemental report was created to report the correct aware date was on (B)(6) 2024.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. This s-ICD was explanted. Additional information indicated that the patient had staphylococcus aureus infection.